Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient is experiencing progressive cervical pathology and functional decline. Additional imaging and clinical findings have revealed serious structural and neurological concerns requiring further treatment, with surgery anticipated within the next two years.